Manufacturer narrative:
The beckman coulter fse dispatched to the customer site determined malfunctioning peristaltic tubing was the cause of the failed system check reported by the customer. In conclusion, this malfunction was determined to have caused the system to generate the erroneous accutni+3 results reported by the customer.

Event description:
On (B)(6) 2016 the customer reported that elevated troponin I (accutni+3) results which were lower upon repeat had been generated on the laboratory's dxi800 immunoassay system for three patients. The customer reported that one of the results had been reported out of the laboratory. The customer stated that there was no change to patient treatment as a consequence of the elevated results. The customer indicated that the patient samples in question were collected in lithium heparin plasma tubes and centrifuged for six minutes at an undisclosed speed. During guided troubleshooting, the customer performed a system check which failed and a beckman coulter fse (field service engineer) was dispatched to evaluate the system.